Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 322 (link switch error (low)) was reproduced while loading the set. As soon as the door shut the device went into the system error 322 alarm. A review of event history log revealed multiple system error 322 alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch not functioning properly. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.